Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had no capture at max output and a possible fracture was suspected. Noise was noted on the rv egm (electrogram). It was also noted that the rv lead was oversensing and the rate was in the thirties to forties. The lead was explanted and replaced. No patient complications have been reported as a result of this event.